Event description:
It was reported when using the bd vacutainer® 4nc 0.129m 0.4 ml blood collection tube the tube was cracked. The following information was provided by the initial reporter. The customer stated: "the fluid was leaking from the tube, which stained the label." Based on the initial report, this was registered as damaged as it is possibly due to a crack/damage on the product. Material info. May be updated upon receipt of the actual sample.

Manufacturer narrative:
The following fields have been updated with additional information: d9: device available for evaluation: yes d9: returned to manufacturer on: 2022-09-22. H.6. Investigation summary: bd received 1 sample and 6 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for cracked tube was observed. The customer sample was evaluated by visual examination and the indicated failure mode for cracked tube with the incident lot was observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and the issue of cracked tube was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode cracked tube. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® 4nc 0.129m 0.4 ml blood collection tube the tube was cracked. The following information was provided by the initial reporter. The customer stated: "the fluid was leaking from the tube, which stained the label." Based on the initial report, this was registered as damaged as it is possibly due to a crack/damage on the product. Material info. May be updated upon receipt of the actual sample.